Event description:
The initial reporter called because all workstations were running slow. Upon further investigation, it was identified that there is a potential that guardian data backups were not occurring completely.

Manufacturer narrative:
There is no established expiration date for this device. Device manufactured date is unk at this point. Further attempts will be made for this info. Evaluation summary - (B) (4) perform tests were run to substantiate performance issues related to the guardian backup service running in the background. The site was set to start the guardian backup service at 8:00 p.m. And stop at 6:00 a.m. There is a potential that some data was not completely backed up. Further investigation is ongoing. This is not a single use device.